Event description:
Customer reported the tubing was connected tightly but chemo leaked around the connection site during use on a patient. Approximately 50 ml of chemo was reported to have leaked out. There was no report of patient/staff harm or medical intervention. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.